Event description:
The customer reported the image disappeared during angulation. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling from the insertion section).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to load (stress) applied during use, external factors, or handling. However, a definitive root cause could not be determined. Upon inspection and testing of the returned device, the reported issue (image disappeared during angulation) was confirmed and found to be caused by breakage of the image sensor. In addition, service found the bending angle was out of specification due to a stretched angulation wire. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. It is also recommended that the user facility instruct the method of handling the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.